Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 5 events were reported for this quarter. Product return status: 2 devices were received for evaluation; 3 devices were available for evaluation but have not yet been received. Evaluation status: 1 event was confirmed during testing; 1 device was found to be affected by a fracture problem; 1 device evaluation is in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. The 2 events had no patient involvement; no patient impact. The 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 4 previously reported events are included in this follow-up record.   Product return status: 2 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 3 reported events were confirmed during testing. 3 devices were found to be affected by a fracture problem.   4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. 2 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.